Manufacturer narrative:
Eval summary: the returned drill bit has fractured within the cutting flutes approximately 0.5" from the tip. All of the cutting flutes are rolled over (dull), indicating that the device has been used a number of times in the potential field age of approx 3 years. Hardness of the material was found to be within specification. The design of this drill bit was previously modified in order to reduce this type of occurrence in the future. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that while drilling through the distal oval peg, the drill snapped off. The tip was removed from the pt's distal femur. No harm to pt was indicated.